Manufacturer narrative:
The product was not returned to datascope for evaluation. The item was discarded by the hosp.

Event description:
The pt arrived walking to the e.r. With chest pains. Treatment was initiated and the pt was taken to the cath lab. An iab was inserted without any problems. Once the iab was inserted and working, the physician, through the other leg vessel, started inserting the guidewires to check the occlusion and possibly do a ptca. At this moment, the baxter perfusion staff asked the physician if he wanted to put the iabp on standby while inserting the guidwires. The dr said "no". The pt had a total occlusion of the left main. During the insertion of the guidewires, the pump alarmed and blood was noted in the extension line. The catheter was removed and a new one was inserted. The cath procedure was complicated with an apparent dissection of the lad and the circumflex. The pt was transported for open heart surgery. At 1338 hrs, there was no open heart backup. (Event complications: unk-reported 11/20/97; none-) reported 12/3/97. (Pt's current status: expired - rpt'd 11/20/97.)